Event description:
Note: this report pertains to one of two devices that were involved in the same procedure. Refer to associated MFR report #3005099803-2010-01772 for a description of the other device. It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within a chronic stricture of a patient on (B) (6) 2010. According to the complainant, the patient had previously undergone a gastrojejunostomy procedure (date unknown). Due to the surgical creation of an anastomosis between the stomach and jejunum, the patient presented with a chronic stricture. The patient¿s esophageal anatomy was very tortuous due to the anastomosis. On (B) (6) 2010, the physician successfully implanted a wallflex esophageal fully covered stent within the stricture site, which was where the stomach and jejunum were connected. The physician was aware that the stent was implanted ¿off label¿. The following day, (B) (6) 2010, the patient underwent an esophagogastroduodenoscopy (egd) / drainage barium study to ensure that the gastric emptying was properly flowing. At this time, it was noticed that the proximal end of the stent was angled in a position that was unfavorable for proper drainage. The stent had not migrated, but the proximal end of the stent was hitting the wall of the patient's stomach and delaying gastric emptying. The physician attributed this to the patient¿s ¿unpredictable anatomical changes¿. The physician wanted to pull the stent up into the stomach and fasten it to the wall." The physician went in with alligator forceps and re-angled the stent slightly to a more favorable position. The green suture broke when the physician was re-angling the stent with the forceps. No intervention was made to address the cut suture. The physician attempted to secure the stent to the patient¿s tissue using a resolution clip device (subject of MFR report #3005099803-2010-01772). However, the clip jaws were bent wide open, and would not close. The clip fell off into the patient, and was retrieved using an overtube. The physician completed the procedure with another resolution clip device. According to the physician, the second resolution clip and wallflex esophageal stent are still in place and in the proper position. The physician stated that there was no ¿malfunction, or complaint¿ with the stent. There were no patient complications as a result of this event and the patient was reported to be ¿fine¿. No further medical intervention is planned at this time.

Manufacturer narrative:
(B) (6). (B) (4). Improper placement of stent, stent suture broken. The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.